Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 104mg/dl. The customer stated that she was experiencing high glucose for the past month. Troubleshooting was performed. The customer stated that the night before the event her glucose level went up to 368mg/dl. The customer has treated with the insulin pump and manual injections. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.